Event description:
Additional information was received indicating the patient will not require a second procedure at this time.

Manufacturer narrative:
Additional information has been provided in b.5., d.10. H.3. And h.10. The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an system message was displayed when a laser probe was connected to the system. A second laser probe (different lot) was tried. The system message could not be cleared. A second system was brought in which did not resolve the laser probe issue. The procedure was completed using cryotherapy and silicone. The patient was noted to have a retinal fold at the post operative visit. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. No further information was able to be obtained from this customer. However, a sample was returned for evaluation. The laser probe was received for evaluation. A visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample met specifications. The probe was packaged on (B)(6) 2020. There were 744 paks associated with this lot. Based on assessment, the product met specifications at the time of release. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).